Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no evidence that supports the streptococcal viridians peritonitis was caused by a liberty select cycler/ liberty cycler set malfunction or product deficiency. Streptococcal peritonitis is a well-documented complication known to occur in pd therapy. Based on the available information the source of the patient¿s streptococcus viridians peritonitis cannot be determined. However, streptococcus species inhabit the human mouth and therefore, it is possible the patient¿s peritonitis was caused by oral exposure. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient on peritoneal dialysis (pd) with the liberty select cycler/liberty cycler set was hospitalized\ for peritonitis. The patient presented to the emergency room (ER) and was admitted to the hospital with severe and generalized abdominal pain which reportedly began approximately 2 days prior when the patient¿s partner tripped over and pulled the pd catheter (not a fresenius product). Additionally, it was recorded the patient had problems with pd which appears to be related the patient stopping the pd treatment 1 hour early and not allowing the machine to drain. There was no reported break in sterile technique or contamination of the transfer set during pd therapy. During this hospitalization, the patient¿s pd catheter (not a fresenius product) was evaluated for malfunction and was unremarkable. However, pd effluent culture was positive for streptococcus viridians and showed an elevated white blood cell (wbc) of 12,139 consistent with bacterial peritonitis. The patient was treated with intra-peritoneal (ip) vancomycin (unknown dose), ceftazidime (unknown dose), oral diflucan (anti-fungal) and an analgesic for pain. The patient continued pd therapy (unknown products; treatment details) and steadily improved during hospital course. There was no documentation of fluid imbalance and it was recorded the patient was euvolemic; volume controlled with pd. Vital signs recorded remained stable; although the patient¿s blood pressure (bp) was higher than goal (recorded high of 145/91) which was attributed to the patient¿s pain. Additionally, the patient had an incidental finding of hyperkalemia but there was no documentation of any treatment rendered. The patient was discharged after three days and continued a scheduled 3-week course of ceftriaxone with pd therapy and reportedly showed continued improvement. Per the pd nurse, the patient¿s nephrologist suspected the peritonitis was caused by constipation.